Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. It was determined that the bearings were worn out which created a situation where the cutter was not able to be released. This was because the bearings were no longer in axial alignment not allowing the cutter to pass through. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that prior to surgery, it was observed that the cutter device was jammed in the attachment and motor device. During in-house engineering evaluation, it was determined that the attachment device overheated, the color ring on the nose cone was discolored and the bearings were worn out. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.